Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks, gouges, and dings. Additionally, the unit is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that when the surgeon was impacting the final implant with cement, a piece of the impactor broke off and landed on the floor. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was not completed with a second device. There was no impact to the patient or operator. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.